Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-01421. It was reported that during a percutaneous coronary intervention, the device was explanted. The 90% stenosed target lesion was located in the severely tortuous right coronary artery (rca). The physician encountered difficulty engaging the guide catheter and catheter support was "not good." The 2.5x12mm promus element stent was deployed in the proximal rca. The deployed stent was not fully apposed to the vessel wall, no post-dilation was performed. Following stent deployment the vessel flow was not improved. The 2.5x38mm promus element plus stent was advanced however was unable to cross the deployed stent. The stent was removed and upon removal it was noted that the previous stent was explanted and "wrapped" with the withdrawn device. The procedure was completed with a different non-bsc guide catheter and two additional promus element plus stents. There were no patient complications reported and the patient status is good.

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, the device was explanted. The 90% stenosed target lesion was located in the severely tortuous right coronary artery (rca). The physician encountered difficulty engaging the guide catheter and catheter support was "not good". The 2.5x12mm promus element stent was deployed in the proximal rca. The deployed stent was not fully apposed to the vessel wall, no post-dilation was performed. Following stent deployment the vessel flow was not improved. The 2.5x38mm promus element plus stent was advanced however was unable to cross the deployed stent. The stent was removed and upon removal it was noted that the previous stent was explanted and "wrapped" with the withdrawn device. The procedure was completed with a different non-bsc guide catheter and two additional promus element plus stents. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - the actual delivery device was not returned, only the stent was returned sitting on the stent of the related device. The stent had become stuck on some of the struts of the other stent. The stent was pushed back of the other stent and it was noted the stent was severely stretched along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this event is that another device/drug/subsequent procedure caused the complaint event. (B)(4).